Manufacturer narrative:
Manufacture's site information corrected.

Manufacturer narrative:
Testing of prism hcv lot 51555li00 could not be performed as this reagent lot expired on 28 december 2015. Two returned samples ((B)(6)) were received and tested with prism hcv reagent lot 63104li00 (since the lot used by the customer expired). The results were 0.20 s/co for ID (B)(6) and 0.38 s/co for ID (B)(6). Since both samples were (B)(6) with the prism (B)(6) assay we could reproduce the observation made by the customer. Further supplemental testing was then performed. Vidas (B)(6) and diasorin liaison (B)(6) ab assays were (B)(6) for both samples. Mikrogen recomline blot detected the bands core 1 (+) and core 2 (+/-) for sample ID (B)(6) and the result was borderline. Mikrogen recomline blot detected the bands core 1 (2+) and core 2 (+/-) , helicase (+/-) and ns3 (+/-) for sample ID (B)(6) and the result was borderline. Innolia score detected the bands c1 (+/-) and ns4 (1+) and the result was positive for sample ID (B)(6). Innolia score detected the bands ns3 (1+) and the result was indeterminate for sample ID (B)(6). In conclusion supplemental testing results were discrepant. Therefore, the (B)(6) antibody status is unclear for both samples. Analytical sensitivity was evaluated using lot 63104li00 with five members of a sensitivity panel and the positive run control on one prism analyzer. All results met specifications. Clinical sensitivity was evaluated using this same lot with two commercially available seroconversion panels. All results met specifications. The prism (B)(6) assay package insert contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The product is performing as intended and no product issues were identified. As an adjunct to the reagent evaluation, the service history for abbott prism analyzer serial number (B)(4) was reviewed and did not identify any service-related instances that could have contributed to the customer observed issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. This report is being filed on an international product, list number 06a52, that has a similar product distributed in the us, list number 06d18. (B)(4).

Event description:
On (B)(6) 2016, abbott received notification that the (B)(6) notified their competent authority of an issue regarding alleged (B)(6) results for a donor unit. This was a retrospective report submitted by (B)(6) after the prism analyzer was uninstalled from that site and replaced with the roche cobas system. The following information was provided: sample (B)(6): (B)(6) 2016, sample tested on the roche cobas analyzer and generated (B)(6) coi results of 14.16 / 14.70 / 14.17. The sample was then sent to the (B)(6) for confirmatory testing where the sample generated (B)(6) results with the innotest methodology, (B)(6) results with the architect (B)(6) and (b)64) core ag assays and indeterminate results by immunoblot (ns3 +/-). Vadc then pulled an archived sample from this same donor ((B)(6)) and tested this sample on the roche platform where a (B)(6) result of coi 13.64 was generated. This same sample had generated (B)(6) results on (B)(6) 2015 with the prism (B)(6) assay and with a nat methodology. Further confirmatory results are pending at (B)(6). Red blood cells and fresh frozen plasma were distributed from the (B)(6) 2015 donation for medical use. There is no information provided on the donor or any recipients of the blood products from this donation. Notification to the competent authority was received by abbott after the prism analyzer was removed from this site. Confirmatory testing results for this patient sample were received on (B)(6) 2016. The following was provided: archive sample ID (B)(6), confirmatory date: (B)(6) 2016, confirmatory results: (B)(6).

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
The original MDR documented the incorrect manufacturer's report number. A new MDR has been submitted with the correct manufacturer's report number, 1415939-2017-00125.